Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department, it was found that the air/water nozzle of the subject device was clogged with fractured bristle and yellow foreign material. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. From the information on the foreign material, omsc surmised that the gauze, cloth, etc. Used at the facility, or the foreign material has stuck due to the delay in the reprocess, and there was a possibility that the following causes. - facility staff were not well trained in reprocessing and device handling. - process of reprocessing conducted by the user was different from the process recommended in the instruction manual of the subject device.